Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not longer working. The customer's blood glucose level was 12.3 mmol/l. The customer reported that they fell on their pump today and may have hit a rock because the screen was no longer working and cracked along the corners. The customer reported that there was no damage to the reservoir lip ring. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device received with scratched case.